Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility. During the evaluation, the reported issue of cord is pulling away at strain relief was confirmed. The cue probe strain relief at the connector end has been completely pulled out of the socket exposing the wires. The root cause of the reported issue is use-related probe failure. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - the cord is pulling away at the strain relief. (B)(6) 2022 evaluation found probe strain relief at the connector end has been completely pulled out of the socket exposing the wires.